Manufacturer narrative:
Product ID: 748251 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID: 748251 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID: 3387-40 lot# j0222887v, implanted: 2002 (B)(6), product type lead product ID: 7426 lot# serial# (B)(4), implanted: 2009 (B)(6), product type implantable neurostimulator product ID: 3387-40 lot# j0220052v, implanted: 2002 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) had "turned itself off" six weeks prior to this report. It was noted that the patient experienced a loss of therapeutic effect. It was noted that the patient was taken to the emergency room because she "froze right up." It was further noted that the patient was hospitalized for one week and put in rehabilitation for four weeks. The reporter stated that the day prior to this report, the ins was checked by the patient's doctor and it was found that the ins was off. The reporter stated that he did not know what turned the ins off. It was noted that the ins was turned back on and "an hour later" the patient was functioning.

Manufacturer narrative:
(B)(4). The previously reported conclusion codes no longer apply to this event.